Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no physical damage was observed. The receiver was stuck on the initializing screen, shutdown and re-initialized continuously. An interior inspection was performed and the inspection passed. Due to the device perpetually rebooting, the reported event of an initializing screen without a manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined.